Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-03862. Reference MFR report: 1627487-2019-03858.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-03862. Reference MFR report: 1627487-2019-03858. It was reported the patient¿s scs system was explanted on (B)(6) 2019 due to inadequate therapy. Field representative was not made aware of the explant at the time. No further information obtained as the patient no longer has abbott products implanted.